Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported insufficient ice occurred due to the console system. During preparation prior to the procedure, the channel(s) of the visual-ice cryoablation system did not freeze as expected. Additional information was requested through the good faith effort (gfe) process; however, no details have been received. There is no indication that a patient complication or serious harm occurred due to this event as the malfunction occurred prior to the procedure.